Event description:
It was reported to olympus that on dec 5th, when hysteroscopic resection of endometrial polyps was performed, it was found that the wire at the distal end was broken. No fragment fell into the patient. Then changed to another one and finished the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus. The sbc was unable to confirm the reported issue, since the item was not returned to olympus. Based on the information obtained, the reported issue is most likely attributable to wear and tear. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
D4-model number was added.